Event description:
This unsolicited from united states was received on 02- jan-2018 and 04-jan-2018 (both information processed together 02-jan-2018) from patient and patient's daughter. This case concerns (B)(6) year old female patient who received treatment with synvisc one injection and on the same day patient was practically paralyzed, could not walk, muscle spasms, stiffness, had pain in knees and gums bleeding; after unknown latency mobility was adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, fell in house, injured herself seriously, swelling in ankles, swelling in feet, swelling in knees, chills as reaction to cold, numbness in tips of fingers and left hand, tingling in tips of fingers and in left hand no relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (frequency, dose, indication, expiration date, lot number: not reported) in both knees at her orthopedist's office. Later that evening on the same day, patient was practically paralyzed, could not walk and now she was getting muscle spasms, stiffness, patient gums were bleeding. It was reported that these symptoms were on-going. In further describing these events, the patient noted that she also experienced "pain in her knees" (on a scale of 1 to 10, the pain was a "10"). On an unknown date in (B)(6) 2017, after unknown latency, patient also experienced chills as a "reaction to cold" as well as "numbness and tingling in the tips of her fingers and left hand". Moreover, patient experienced "swelling in her knees, ankles and feet". Patient called her attending orthopedist who instructed her to visit the office the following monday but she could not get there because she did not have transportation. When patient attempted to see a physician, patient fell in her house and injured herself "seriously" (onset date: unknown; latency unknown) which required an ER (emergency room) facility visit which did not prescribe pain medication but gave her a cane and crutches to use. These side effects got so bad that she needed to stay out of state with family. Patient needed to go to an ER facility as well where she was not prescribed any pain medications but was given a brace to wear on each knee as treatment. Patient cannot move her feet that well without the cane or walker and she cannot get out of a chair without bracing herself. So patient mobility was "adversely affected". It was reported that this was the first time patient had received any synvisc product. Patient does not recall receiving an anesthetic prior to receiving synvisc-one injection. Patient's daughter was calling to see what the bacteria was and the antibiotics it was sensitive and resistant to. Patient was on her way to see the physician. Corrective treatment: cane and crutches to use, brace to wear on each knee for mobility is adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, injured herself seriously; not reported for all events outcome: not recovered for practically paralyzed, could not walk, muscle spasms, stiffness, gums bleeding; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for practically paralyzed, mobility is adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, fell in house and injured herself seriously. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a female patient who received synvisc one injection in both knees and the same day she got practically paralyzed, could not walk, had muscle spasms, stiffness, knee pain and swelling, swelling in ankles and feet. She had a fall and injured her seriously and her mobility was adversely affected that she had to use cane, crutches and brace on each knee. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
This unsolicited from united states was received on 02- jan-2018 and 04-jan-2018 (both information processed together 02-jan-2018) from patient and patient's daughter. This case concerns (B)(6) year old female patient who received treatment with synvisc one injection and on the same day patient was practically paralyzed, could not walk, muscle spasms, stiffness, had pain in knees and gums bleeding; after unknown latency mobility was adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, fell in house, injured herself seriously, swelling in ankles, swelling in feet, swelling in knees, chills as reaction to cold, numbness in tips of fingers and left hand, tingling in tips of fingers and in left hand no relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (frequency, dose, indication, expiration date, lot number: not reported) in both knees at her orthopedist's office. Later that evening on the same day, patient was practically paralyzed, could not walk and now she was getting muscle spasms, stiffness, patient gums were bleeding. It was reported that these symptoms were on-going. In further describing these events, the patient noted that she also experienced "pain in her knees" (on a scale of 1 to 10, the pain was a "10"). On an unknown date in (B)(6) 2017, after unknown latency, patient also experienced chills as a "reaction to cold" as well as "numbness and tingling in the tips of her fingers and left hand". Moreover, patient experienced "swelling in her knees, ankles and feet". Patient called her attending orthopedist who instructed her to visit the office the following monday but she could not get there because she did not have transportation. When patient attempted to see a physician, patient fell in her house and injured herself "seriously" (onset date: unknown; latency unknown) which required an ER (emergency room) facility visit which did not prescribe pain medication but gave her a cane and crutches to use. These side effects got so bad that she needed to stay out of state with family. Patient needed to go to an ER facility as well where she was not prescribed any pain medications but was given a brace to wear on each knee as treatment. Patient cannot move her feet that well without the cane or walker and she cannot get out of a chair without bracing herself. So patient mobility was "adversely affected". It was reported that this was the first time patient had received any synvisc product. Patient does not recall receiving an anesthetic prior to receiving synvisc-one injection. Patient's daughter was calling to see what the bacteria was and the antibiotics it was sensitive and resistant to. Patient was on her way to see the physician. Corrective treatment: cane and crutches to use, brace to wear on each knee for mobility is adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, injured herself seriously; not reported for all events. Outcome: not recovered for practically paralyzed, could not walk, muscle spasms, stiffness, gums bleeding; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability for practically paralyzed, mobility is adversely affected/ cannot move feet that well without cane or walker/cannot get out of chair without bracing, fell in house and injured herself seriously additional information was received on 31-jan-2018. Global ptc number and ptc results added. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 31-jan-2018: follow up received doesnot change previous case assessment.this case concerns a female patient who received synvisc one injection in both knees and the same day she got practically paralyzed, could not walk, had muscle spasms, stiffness, knee pain and swelling, swelling in ankles and feet. She had a fall and injured her seriously and her mobility was adversely affected that she had to use cane, crutches and brace on each knee. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.